Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted sigmoidcolecotomy procedure, the trocar was leaking from the top of the housing while a 5mm device was inside and you could hear the leak from across the room. There was a drop in pressure to 8-9 from 15-16 that did affect the visibility. The procedure was prolonged by a few minutes; there was no impact to the patient. There was no torque being applied to the trocar. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.